Event description:
Bilateral silicone filled breast implants removed. Pt complained of breast pain. Mammogram was suggestive of ruptured implants. At surgery breast implants were intact. Pt had bilateral contractures. Implants removed. Mastopexy performed.